Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power to clear the alarm. The hp will call the nurse regarding the air detect alarm. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During follow up regarding the reported alarm, the hp stated that her daughter and son usually assist her with the therapy but she does not recall anything being wrong with the supplies. The hp stated that they did notify the nurse. There was no patient injury or medical intervention reported.